Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rational: dislodged stent compressed against the vessel wall is considered to be permanent damage. Device issue: stent dislodgement. It was reported that a stent had been previously deployed in the mid right coronary artery (rca) and during a follow-up visit a distal rca lesion was noted. During an attempt to advance the 2.5 x 18 mm xience v stent delivery system (sds) through the deployed stent in the mid rca, to get to the distal rca lesion, the stent became stuck. The sds was moved back and forth to in an attempt to remove it from the deployed stent. However, the stent dislodged and remained in the pt's coronary. The procedure was ended without attempts to remove the dislodged stent or to further treat the pt. The pt was sent to another hospital to treat the distal rca lesion. During this procedure, the dislodged stent was found still stuck inside the deployed stent. A balloon catheter was used to push the dislodged stent completely out to the deployed stent and into distal rca vessel where it was compressed against the vessel wall. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering have not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned without any blood or contrast visible. The stent implant was dislodged. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There were two kinks in the distal shaft 6.5 cm and 7 cm distal to the guide wire exit notch. There were two kinks in the proximal hypotube shaft 10.5 cm and 25 cm distal to the strain relief tubing. There was no other damage noted to the sds. Product performance engineering has not completed their investigation at this time. Results and conclusion will be forwarded upon completion.